Manufacturer narrative:
(B)(4). The device was received in good condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). During functional testing the device jaws opened and closed without difficulty. As the device activated and cut the test media, no conclusion could be reached as to the issue of the device not sealing.

Event description:
It was reported that during an open cystectomy procedure, the device worked well for the first activation cycles. Surgeon then moved into the pelvis to dissect and seal the pedicles either side of the bladder. Jaws appeared to lock out and would not close. I asked the surgeon to reposition the tissue more distally in the jaws, suspecting that tissue had been loaded into the proximal section of the jaw. He did this but reported bleeding (oozing).he removed the instrument and demonstrated the problem - again the jaws would not close despite there being no tissue in the jaws. At this point he requested that a ligasure impact device be used. No patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.